Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed a damaged pcb, cracked front cover, and stripped interlock block. The investigator subsequently filled the tank with water, attached a temp-check, plugged in the line cord, and turned on the power switch. The customer reported product problem was confirmed during testing. The unit had no power. This product problem was caused by physical damage to the pcb and front cover. The device had been dropped. The following components were replaced: pcb, cracked front cover, and stripped interlock block (damaged from over tightening). Preventative maintenance was then performed. The device subsequently passed functional testing. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported the device had no power. No patient injury or complications were reported in relation to this event.